Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing and shocks at various episodes for what appear to be supraventricular tachycardia. The crt-d remains in service. No additional adverse patient effects were reported.